Event description:
The tip of the instrument broke when impacting the stem. The surgeon left in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.